Event description:
It was reported that a caucasian female who underwent breast augmentation with unknown mentor gel implants placed experienced bilateral baker grade iii capsular contracture post procedure. As a result, bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2009. The patient had a subsequent event reported under 1645337-2022-07594. See 1645337-2022-07679 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).